Event description:
It was reported that the customer woke up with high blood glucose of 377 mg/dl, she bolused 6 units and after 1 1/2 hours it went up to 529 mg/dl. Customer was brought to ER due to high blood glucose and nurse noticed the insulin pump alarmed motor error at some point. Customer reported she was hospitalized previously around (B)(6) 2014 due to high blood glucose. Customer's blood glucose was 600 mg/dl. Customer stated there was another ER visit last (B)(6) 2014. Customer's blood glucose was over 600 mg/dl. Customer stated the cause of the ER visit was diabetic ketoacidosis and she was admitted in the ICU. Troubleshooting was done. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked display, missing end cap sticker and cracked case near display window corners noted during visual inspection. The insulin pump was unable to prime during prime alarm test due to faulty force sensor. The insulin pump passed basic occlusion and displacement test. The insulin pump was unable to perform excessive no delivery alarm test and occlusion test due to prime anomaly. Motor tested ok. No motor error alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.